Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector pin. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited some effect on image. The issue was observed at time of maintenance. There were no reports of patient involvement.